Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Hold for cm 2/10conmed (B)(4) reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during an unknown procedure when it was reported that about 30 minutes after the start of use, damage to the liver occurred at the side hole of the water delivery and intake. The electrode part was out, but it had not been activated. And the electrode part was not touched. No special treatment has been taken. The procedure was completed with an alternate unknown device. The 60-6010-003, universal plus straight-button was used and will be listed as a concomitant device. After further assessment it was found, it is not known how the liver was damaged or if it was a burn. This report is being raised on the basis of injury due to damage to the liver.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during an unknown procedure when it was reported that about 30 minutes after the start of use, damage to the liver occurred at the side hole of the water delivery and intake. The electrode part was out, but it had not been activated. And the electrode part was not touched. No special treatment has been taken. The procedure was completed with an alternate unknown device. The 60-6010-003, universal plus straight-button was used and will be listed as a concomitant device. After further assessment it was found, it is not known how the liver was damaged or if it was a burn. This report is being raised on the basis of injury due to damage to the liver.

Manufacturer narrative:
Corrected data: medical device problem code section h6 was changed from insufficient information to self-activation. Health effect - clinical code section h6 changed from insufficient information to burns. Manufacturer narrative: reported event of the device activating is unconfirmed. Received one 60-5274-132 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, there were no signs of abnormalities or defects. Performed a functional inspection using the esu system 7550 (c8406), the device functioned as intended. (B)(4). Per the instructions for use, the user is advised the following: examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.